Event description:
Product analysis was approved on (B)(6) 2013. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and the reported allegation of "failure to power on or off" was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
A vns programming physician contacted our consultant in (B)(6). It was reported that their handheld computer doesn't switch on anymore. The handheld will be returned for analysis.